Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was defective. The following information was provided by the initial reporter: "reason ¿ item is defective- lot: 1224668 - we have a box of 22 ga 1.00in closed IV catheter system that is deflate" "as soon as the cath was inserted and IV drip started, the vein was immediately infiltrated, causing pain for the patients."

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was defective. The following information was provided by the initial reporter: "reason ¿ item is defective- lot: 1224668 - we have a box of 22 ga 1.00in closed IV catheter system that is defultie" "as soon as the cath was inserted and IV drip started, the vein was immediately infiltrated, causing pain for the patients."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.